Event description:
It was reported that the patient with this pacemaker showed shortness of breath (sob) with activity and undesired pacing rate. Also, under sensing and low amplitude morphology were observed. Different reprogramming options were discussed. The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.